Event description:
The iab leaked and the iab was removed. No second iab was inserted into the pt. On 5/28/98, the following was reported to datascope: the "gas loss alarm" sounded and blood was noted in the tubing. The physician was notified and the iab was pulled. Another balloon was not inserted. There was no pt injury or complication as a result of the event on 4/19/98. The pt was transferred to the floor. [Event complications]: none from the event-reported 4/17/98 and 5/28/98. [Pt's current status]: transferred-rpt'd 5/28/98.

Manufacturer narrative:
Eval: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcifified plaque during iabp. (This follow-up MDR was mailed to the FDA on 6/11/98).